Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: in the event description, it sounds like 1 device had an issue. However, according to the impacted product page, it says 3 devices were involved. Answer: how many products were involved? : more than 3, but returned product was 3. If more than 1, what was the issue with the other devices? : the returned 3 all had same issue. How many devices will be returning? 3 please provide the lot number for the involved device. Lot number is unknown due to discard in operating room. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-04953, 2210968-2021-04954, and 2210968-2021-04955. " trade name - irgacare " active ingredient(s) triclosan " dosage form suture/solid/parenteral "strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and a barbed suture was used. During the procedure, the tab of the barbed suture fell off at the first stitch. It also snapped in the middle of the suture. The procedure was delayed for 10 minutes. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/21/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a needle-suture of product code sxpp1a405 was received for evaluation, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. In addition, a functional test was performed and the tensile strength force was above the minimum requirement. The condition of the sample received indicates improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that three sutures¿ pieces of product code sxpp1a405 were received for evaluation. Upon visual inspection, one of the sutures end is cut and the other two sutures had both side of the fixation tab broken. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.